Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
The procedure was performed in (B)(6) and the device was not returned for investigation. The physician was attempting to use a pta balloon powercross catheter to treat a lesion with 70% stenosis in the anterior tibial artery. The lesion was pre-dilated with the powercross balloon once by pressure of 8atm, no stenosis remained reported after pre-dilatation. It was reported that during dilatation the powercross burst during inflation at 8atm and contrast agent leak occurred. There was no injury reported to the patient for this event.

Manufacturer narrative:
Evaluation summary: the device was received for evaluation. No ancillary devices or cine images from the procedure were received. The device was received in a post inflated profile. Yellow tinted crystals were noted within the balloon chamber. The balloon chamber material exhibited a slight twist center around the middle of the balloon chamber¿s length. The printed strain relief indicated that the balloon chambers dimensions are 5mm in diameter and 150mm in length. The reported event was alleged against a 2mm x 100mm powercross device. A 30cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed; a clear steady stream of fluid was observed exiting the distal tip of the dilatation catheter. A 0.018¿ guidewire was loaded with ease and did not fill the inner diameter of the guidewire lumen. A 0.035¿ guidewire was loaded with ease; this indicates that the dilatation catheter is an evercross 5mm by 150mm dilatation catheter. The length of the balloon chamber was measured and confirms that the balloon length is 150mm. A water filled 10cc syringe was attached to the inflation lumen luer lock on the y-manifold. A vacuum was able to be drawn and maintained: no leaks were detected in the inflation pathway. The syringe was used to inflate the balloon chamber: no leaks were detected. A 20cc water filled syringe with manometer was attached and pressurized to nominal pressure of 8 atm: no leaks were detected. The pressure was increased to 14 atm: no leaks were detected. A vacuum was pulled and the balloon chamber fully deflated in less than 30seconds. The returned dilatation catheter was an evercross 5x150 dilatation catheter. No deformity or abnormality in the evercross was noted.

Manufacturer narrative:
Add'l info.